Manufacturer narrative:
Concomitant medical products: l321 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was evaluated after having a near syncopal event and the right ventricular (rv) lead exhibited possible loss of capture. It was further reported that the rv lead had a history of noise which would be consistent with lead insulation damage. The rv lead was inactivated and left insitu as the subclavian vein was occluded. A new lead was implanted on the opposite side of the patient. No patient complications have been reported as a result of this event.